Event description:
It was reported that the ipg was no longer functioning as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6)2023.